Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 has failed and unable to recover. The field service engineer was able to resolve the issue by reconnecting the detached cable on auxiliary drawer 7. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on bus. The customer reported that the malfunctioning drawer could not be restored, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.